Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 85% battery life to 55%, within 5 hours. Reportedly, the battery gauge was also noted to be inaccurate raising from 55% to 100% without being plugged in to charged. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.